Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the device would not power up, the battery flex was disconnected from the main printed circuit board (pcb). Analysis also found that the battery flex, upper and lower cases, battery release, lead flex, battery contacts, battery drawer and the keyboard pad were contaminated, and that the upper case and one side bail cover were broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device does not turn on. The device was returned for repair. There was no patient involvement.

Event description:
It was reported the device does not turn on. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.